Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. The pump reportedly delivered 250ml of morphine (1mg/1ml) in one hour instead of delivering at the intended delivery rate of 12ml/hr. No specific programming parameters were provided. The customer reported that there was an unspecified adverse pt event as a result of the programming error.